Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 9.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an issue where the coupling housing fell off on (B)(6) 2025. No further information is available.